Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer reported not using room temperature insulin when filling the cartridge. Customer was instructed to fill cartridges with room temperature insulin per the tandem user guide. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned